Manufacturer narrative:
The reported event of the guidewire failure to advance was confirmed. As received, a complete lead without the guidewire was returned. The insertion test was performed and found the test guidewire to be restricted at the connector boot region. Visual and x-ray inspection of the lead were normal. The cause of the reported event was isolated to the inner coil being clogged with blood/body fluids.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the guidewire was unable to advance through the left ventricular (lv) lead. The lead was not used and a new lead was implanted. The patient was stable throughout the procedure.